Manufacturer narrative:
This product has not been returned back from the field for analysis at this time. This report will be updated should it ever come back for analysis.

Event description:
It was reported that a patient with this right ventricular (rv) lead was admitted to the hospital after experiencing a syncopal episode. Fluoroscopy showed the rv lead had dislodged from its original implant location. Surgical intervention was performed and during an attempt to reposition the lead, the helix would not extend properly. The rv lead was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned intact. Visual inspection noted the helix was extended and there was dried blood in the helix housing with tissue entwined in the helix. The helix was deformed, bent and/or stretched out. The allegation of helix difficulty was confirmed based on the observation of a deformed, stretched-out helix. The allegation of dislodgement could not be confirmed as a deformed helix is not sufficient to confirm dislodgement.

Event description:
It was reported that a patient with this right ventricular (rv) lead was admitted to the hospital after experiencing a syncopal episode. Fluoroscopy showed the rv lead had dislodged from its original implant location. Surgical intervention was performed and during an attempt to reposition the lead, the helix would not extend properly. The rv lead was then explanted and replaced. No additional adverse patient effects were reported.